Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was opened during a stent placement procedure in the left ureter for stones performed on (B)(6) 2023. During unpackaging, it was found that the side of the stent was cracked. The procedure was successfully completed with another percuflex plus ureteral stent. A photo of the complaint device was provided and showed that the stent was torn and the stent shaft was broken near to the coil. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent shaft broken.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken. Block h10: the returned percuflex ureteral stent was analyzed, and a visual evaluation noted that the renal and bladder coil were relaxed. The stent shaft was torn, and it was noted that the suture hole and next drainage hole were torn. Additionally, the positioner and suture were not returned. During functional inspection, a mandrel of 0,036", the stent passed through without resistance. The reported event "stent shaft. Break" and "stent. Torn material" was confirmed. The most relevant information of the event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, and no abnormalities were reported during the assembly process. According to the evidence of the shaft and holes torn, it is possible to conclude that some operational factors, the interaction of the excess force during interaction with the suture string such as an entanglement during their use in the procedure could have caused the tears that were observed. For the bladder and renal coil relaxed, is possible to conclude that it could be caused by operational factors, interaction of the device between the positioner and the guidewire while it was used, also an excess of force applied over the device during the procedure could have contributed to the failure. Therefore, all compiled information on this investigation determined that the most probable root cause is adverse event related to procedure since the reported event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was opened during a stent placement procedure in the left ureter for stones performed on (B)(6) 2023. During unpackaging, it was found that the side of the stent was cracked. The procedure was successfully completed with another percuflex plus ureteral stent. A photo of the complaint device was provided and showed that the stent was torn and the stent shaft was broken near to the coil. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.